Manufacturer narrative:
The tester discarded all boxes of our tests. Both lines were very visible, clear c line for tester and clear c&t lines for his wife the tester is vaccinated and boosted; he also had monoclonal antibody infusion treatment for covid. The tester has copd and asthma, and uses an inhaler. Possible confounding factors: kits received through the government program were exposed to cold temps for a period possibly longer than 24 hours. The tester uses an inhaler for his copd and asthma and this could contain elements or chemicals that may affect or interfere with the results of our tests such as albuterol and epinephrine. He may also be on other medications in pill form that could potentially affect the test .

Event description:
Customer feedback : the customer and his wife were tested separately using ihealth covid-19 antigen rapid test, his tested negative, his wife tested positive, the customer tested again and it was still negative, but the pcr test came back positive